Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18894. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Additionally, it was noted that the right ventricular lead exhibited high capture threshold and will continue to be monitored. The patient was in stable condition throughout the procedure.